Manufacturer narrative:
Other, other text: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the customer's issue was able to be verified. The pump was unable to be turned on. A faulty latch lock flex was determined to be the root cause of the issue. The latch lock flex will be replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump presents with ec41541 persistently when the pump is turned on. There were no reported adverse events.